Event description:
Swelling pain, and decreased mobility with increased blood serum cobalt. Since total hip replacement (2004 pt. (B)(6)) with encore (now djo surgical) metal on metal hip, have had increasing pain, and swelling requiring occasional narcotic pain control medications. Continued and frequent pain and swelling at this point, elevated serum cobalt 10.3.